Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced hyperglycemia. The customer's blood glucose level was 414 mg/dl at the time. The customer reported that she was in hospice care looking after her husband and felt tired. Troubleshooting could not be performed as the customer stated that there were no issues with the insulin pump. The customer's other blood glucose level was 369 mg/dl. The customer was advised to monitor the insulin pump. The insulin pump will not be returned for analysis.